Event description:
Attorney alleges that on or about (B)(6) 2006, the patient underwent laparoscopic repair of an abdominal hernia; an unspecified bard/davol composix l/p hernia mesh measuring 11.5 cm was implanted. On or about (B)(6) 2017, the patient underwent additional surgery for small bowel obstruction, exploratory laparotomy, lysis of adhesions, removal of the mesh and ventral hernia repair. Attorney alleges that the patient experienced excruciating abdominal pain, chronic inflammation, and generalized abdominal pain both before and after surgery. It is alleged that patient¿s injuries are permanent in nature. Attorney alleges that between 2006 and 2017, the patient had bouts of pain, suffering bloody stool and urine, constipation, loose and uncontrollable stool, cramping, disability and inability to lead a normal life, including recurrence of hernia, foreign body response, rejection, infection, scarification, improper wound healing, excessive and chronic inflammation, allergic reaction, adhesions to internal organs, erosion, abscess, fistula formation, granulomatous response, seroma formation, nerve damage, tumor formation, tissue damage, and other complications. It is also alleged that the composix l/p implanted in the patient failed to reasonably perform as intended. It is alleged that the product caused serious injury and had to be surgically removed, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. Attorney alleges past, present, and future damages, including pain and suffering for severe and permanent personal injuries sustained by patient, permanent impairment, mental pain and suffering. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, hernia recurrence, allergic reaction, adhesions, fistula and subsequent surgical intervention for mesh removal. The instructions-for-use (IFU) supplied with the device lists infection, seroma, adhesions, inflammation, fistula formation and recurrence of the hernia as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the device." Addendum: h11: this is an addendum to the initial emdr submitted (1213643-2021-08746). This supplemental emdr has been submitted to report the catalog no. Provided as a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that on or about (B)(6) 2006, the patient underwent laparoscopic repair of an abdominal hernia; an unspecified bard/davol composix l/p hernia mesh measuring 11.5 cm was implanted. On or about (B)(6) 2017, the patient underwent additional surgery for small bowel obstruction, exploratory laparotomy, lysis of adhesions, removal of the mesh and ventral hernia repair. Attorney alleges that the patient experienced excruciating abdominal pain, chronic inflammation, and generalized abdominal pain both before and after surgery. It is alleged that patient¿s injuries are permanent in nature. Attorney alleges that between 2006 and 2017, the patient had bouts of pain, suffering bloody stool and urine, constipation, loose and uncontrollable stool, cramping, disability and inability to lead a normal life, including recurrence of hernia, foreign body response, rejection, infection, scarification, improper wound healing, excessive and chronic inflammation, allergic reaction, adhesions to internal organs, erosion, abscess, fistula formation, granulomatous response, seroma formation, nerve damage, tumor formation, tissue damage, and other complications. It is also alleged that the composix l/p implanted in the patient failed to reasonably perform as intended. It is alleged that the product caused serious injury and had to be surgically removed, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. Attorney alleges past, present, and future damages, including pain and suffering for severe and permanent personal injuries sustained by patient, permanent impairment, mental pain and suffering. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, hernia recurrence, allergic reaction, adhesions, fistula and subsequent surgical intervention for mesh removal. The instructions-for-use (IFU) supplied with the device lists infection, seroma, adhesions, inflammation, fistula formation and recurrence of the hernia as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted.